Event description:
Note: date of event is unk. It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed in a percutaneous endoscopic gastrostomy (peg) procedure. According to the complainant, after the device was removed from the package, the button cap would not close tightly. A different device was used to complete the procedure (device unk). There were no pt complications reported as a result of this event. The pt's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is undetermined. A visual examination of the returned device found the cap was connected without difficulty. Unable to confirm the reported malfunction.